Manufacturer narrative:
The nurse reported that the central nurse's station (cns) is having signal loss and artifact with connected device(s). No patient harm was reported. Nihon kohden technician had the nurse check the antenna cables in the back of the multiple patient receiver (org) and only one of the two antennae was plugged in. The nurse plugged in antenna 1 into the org, then everything worked fine.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is having signal loss and artifact with connected device(s). No patient harm was reported.